Event description:
Customer alleges seat is cracked out of box. No injury alleged.

Manufacturer narrative:
The invacare territorial business manager called and stated that the seat on a 96-2 shower chair is cracked, out of the box failure. No injury.